Manufacturer narrative:
The permanent cautery hook (pch) has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a permanent cautery hook instrument broke and fragment(s) fell into the patient. A piece of the yellow plastic was retrieved, but it was stated that there may be another piece. The surgeon asked if the plastic shows up under x-ray. The intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer that the yellow plastic near the permanent cautery hook tip would not show up under x-ray.